Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the onset, the patient was treated with ancef and ceftime (1 gram each, frequencies and route not reported) for peritonitis. The antibiotic therapy was ongoing. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event and dianeal therapy was ongoing. No additional information is available.